Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) impedance on this pacemaker was low and out of range. The device had previously been reprogrammed to vvi mode, but it was unclear when that change had occurred. Noise was also noted on the right ventricular (rv) lead. The noise was not reproducible and there was no report of oversensing. The physician has elected to monitor the system. No adverse patient effects were reported. This device remains in service.